Event description:
The event is reported as: complaint alleges: the clips get stuck on one side of the mouth of the applier and was detected prior to use. No pt injury reported.

Manufacturer narrative:
The device sample has been received by manufacturer, but investigation is incomplete at time of this report. The investigation report will be sent when completed.